Event description:
The customer reported, the system displayed a communication error and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated connectors on the back plane. System operates as intended.